Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. Based on the condition of the device and due to the missing parts, the cause of the reported event could not be determined. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the result was acceptable. The needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using another proglide device. There was no reported adverse patient sequela. Though requested, additional information was not provided.